Manufacturer narrative:
Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The pt reported she developed a weeping rash under the wafer. The rash has persisted for approximately one month. Initially, the rash appeared on the left side of the stoma after the pt experienced a stool leakage. The rash has since spread around both sides of the stoma. No further information was reported.